Event description:
It was reported that a device alarm for lead integrity alert (lia) triggered. Device interrogation showed stored non physiological noise episodes, and high short interval counts (sic) exhibited. Interrogation later with provocation maneuvers and arm manipulation revealed noise on near filed egm and changes to lead impedances. Rv lead extraction was performed, however simple extraction was not possible as the lead was fixed to the rv wall. Extraction tools were used, and the lead had to be cut at the yoke. After which a piece of conductor coil pushed out from the lead approximately six centimeters distal to the cut yoke. Impression was that the fracture point was at the end of the break. The rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, proximal portion was received measuring 10 cm. A medial portion was received measuring 3 cm. A distal portion was received measuring 50 cm, and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.